Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device entered the right femoral artery up to the straight section of the abdominal aorta. The physician initiated step 1 by turning the deployment grip and then pressing the disengagement button upward. During this step he expressed that he felt resistance from the device. He had not yet passed the white triangular indicator when he could no longer advance the disengagement handle. On fluoroscopy, it was visible that 1/3 of stent graft was still inside the outer sheath. He kept trying to advance the disengagement handle against visible resistance. I then contacted the clinical specialist for support. He suggested to try a maneuver by continuing on to step 2. The physician switched the controller knob to position #2 and rotated the deployment grip towards him, several turns, and the internal sheath did not move. It was evident that the internal sheath was stuck. At this point it was decided to abort and pull out the device. Patient outcome - "another device was implanted without difficulty or incidents. It was successfully implanted at the targeted landing zone. The patient left the cath lab in stable condition and remained that way for the next few hours until he coded due to hemodynamic shock in the ICU. Advanced CPR was performed but the chest xray suggested massive internal bleeding. The patient died approximately 5 hours after implant."

Event description:
The device entered the right femoral artery up to the straight section of the abdominal aorta. The physician initiated step 1 by turning the deployment grip and then pressing the disengagement button upward. During this step he expressed that he felt resistance from the device. He had not yet passed the white triangular indicator when he could no longer advance the disengagement handle. On fluoroscopy, it was visible that 1/3 of stent graft was still inside the outer sheath. He kept trying to advance the disengagement handle against visible resistance. I then contacted the clinical specialist for support. He suggested to try a maneuver by continuing on to step 2. The physician switched the controller knob to position #2 and rotated the deployment grip towards him, several turns, and the internal sheath did not move. It was evident that the internal sheath was stuck. At this point it was decided to abort and pull out the device. Patient outcome : "another device was implanted without difficulty or incidents. It was successfully implanted at the targeted landing zone. The patient left the cath lab in stable condition and remained that way for the next few hours until he coded due to hemodynamic shock in the ICU. Advanced CPR was performed but the chest xray suggested massive internal bleeding. The patient died approximately 5 hours after implant."